Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and replaced with a new ipp. No information was provided about the patient's outcome. It was further reported that the patient complained the device not being rigid enough leading to the procedure. There were no device malfunctions associated with the explanted ipp. The patient did not experience any adverse events and was said to be happy after a larger device was implanted. No more information is available at the moment. Should additional information become available, it will be provided.